Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the problem was it would display values and then suddenly display no values with no error message. No consequences or impact to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. The sensor did not pass visual testing due to a torn bend relief at the sensor end. The sensor also failed continuity testing due to a broken green conductor at the detector solder joint assembly. The sensor does not function. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data: lot# updated from k16bbn to k16ddq. Device manufacture date updated from 03/02/2016 to 04/07/2016.